Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient implanted with a strata ii shunt was experiencing pain at the implantation site. According to the report, the physician thought the patient may be experiencing an allergic reaction. Reportedly, there was no injury to the patient and the patient's current status is stable at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.